Manufacturer narrative:
A ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further evaluation. During the evaluation of the returned oxygen blending module board, the root cause of the oxygen blending module board failing was due to sensor (u19) being out of tolerance.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition occurred. The device was returned to the manufacturer and the customer's allegation was confirmed. The device's oxygen blending module board needs replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.